Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported event of a contact force issue was confirmed. Investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Optical fibers 1-3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of a fracture that was noted during analysis.